Event description:
Reference MFR report: 3006705815-2018-01524. Follow up information stated the cerebral spinal fluid (csf) leak symptoms have resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01524. It was reported the patient experienced a cerebral spinal fluid (csf) leak. As a result, the physician performed a laminectomy to treat the csf leak. During the procedure, a lead was damaged (reference MFR report: 1627487-2018-06104) and therefore had to be removed.